Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the pulse generator exhibited atrial under-sensing. Patient status was not provided.